Event description:
Hcp reported that the pt developed grand mal seizures post implant. Prescribed dilantin with good control. No report of device explantation. A f/u report will be sent when add'l info is rec'd.